Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software. Technical support provided instructions for storing the old pump and returning it to tandem, which the caller understood and acknowledged.